Event description:
I could not take it (tampon) out- vagina [foreign body in reproductive tract]. The product did not have a thread- tampax [device physical property issue]. The product did not have a thread and she was unable to remove it [complication of device removal]. Case narrative: consumer reported via email that the tampon did not have a thread and she was unable to remove it. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.